Manufacturer narrative:
(B)(4). Insulin pump received with partially broken retainer ring. P-cap reservoir will not lock properly in-place due to damage to retainer. Insulin pump received with cracked an bleeding lcd glass. Unable to perform displacement test or obtain software version due to display anomaly. Insulin pump received with cracked case on the back at the battery tube area, belt clip rail case corner, end cap and battery tube threads. Insulin pump received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump was unknown reason. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.